Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l (250 mg/dl), follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 25.8 mmol/l (465 mg/dl) and that she was hospitalized for a week. She was treated with an infusion of naci and novorapid insulin.